Event description:
Customer reported with an issue of "pinhole". The issue found during an unknown event. There was no patient harm, no user injury reported . Device evaluation found the coating of the insertion section is peeling off. , has come off (1mm2 or more). This report is being submitted for peeling of the coating material of the insertion section found on device evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: water tightness is not maintained due to perforation of the forceps channel due to external factors. Watertightness is not maintained due to holes in the curved rubber due to external factors. There is some liquid leakage from the operation part due to handling. In addition, service repair noted the coating of the insertion section is peeling off , has come off (1mm2 or more). Furthermore, the following findings during inspection were noted on the device: there are stains on the image guide (ig) bundle due to external factors. The flexible tube of the insertion section found crushed due to external factors. Scratches are found on the operation part due to external factors. There are scratches on the digital camera monitor due to external factors. The digital camera part found cracked due to external factors. The curved rubber adhesive part is missing. Liquid leakage from the operation part cover found and noted to be due to handling. Scratches on the operation unit cover due to external factors are observed. Scratches are found on the grip due to external factors. There is some liquid leakage from the grip due to handling. Liquid leakage from the up/down (ud) plate noted. Scratches are found on the angle lever due to external factors. Evaluation findings found perforation of the forceps channel and holes on the curved rubber part of the device. The customer reported issue of pinhole was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility maintain a pre-use check as well as a periodic check of the device. Olympus will continue to monitor field performance for this device.